Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Multiple outlets were tried and proper cord connection was ensured. Successful transmissions had been received from this monitor previously. A new power cord was ordered for the patient to try. No patient complications have been reported as a result of this event. It was further reported that the new power cord did not resolve the issue and the monitor was replaced. The company shows that the replacement should be there already but the patient stated it had not arrived. It will be investigated or another monitor will be sent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.